Manufacturer narrative:
It was reported that, "the radiology tech opened up the package of the namic syringe control 10ml ring with rotator narrow barrel, and the plunger was loose and not connected as it should have been". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "the radiology tech opened up the package of the namic syringe control 10ml ring with rotator narrow barrel, and the plunger was loose and not connected as it should have been".